Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x28 mm xience prime stent was successfully implanted in the proximal left anterior descending coronary artery (lad) with good results and the patient was transferred to the recovery room. After approximately one hour, the patient had chest pain and collapsed. Cardiopulmonary resuscitation was performed for more than 30 minutes, but the patient was unable to be resuscitated and the patient expired. The probable cause of death was severe vaso-vagal syncope. In the opinion of the physician the 3.5x28 mm xience prime stent did not cause or contribute to the death; however, an angiogram was not performed to confirm stent patency. There was no additional information provided.